Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, there was a communication error which later led to the ri robotic drill attachment burr being stuck in one (1) real intelligence robotic drill. The procedure was completed after a non-significant delay with a change in surgical technique by switching to manual procedure. No injuries were reported as a result.

Manufacturer narrative:
H11: h2: updated information in d1 and d4.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6). Intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported failure. The reported problem was confirmed with a functional evaluation. The attachment could be locked during a kpc. After freeing the stuck parts, the fastening nut was found in specification. A kpc test was performed where the handpiece was able to unload a attachment but when loading the bur the exposure motor did not move the carriage. The drill was opened for further investigation. The insulation of wires on the exposure motor were stripped and were touching each other. All long-stripped wires were cut shorter and were soldered. A kpc test was performed where the handpiece passed all tests. A test case was performed and was completed without any failures occurring. The exposure motor was tested and passed. The drill passed the hipot test. An additional investigation was performed at the manufacturing site. An analysis of the device history records for the last time the unit was in s&n okc possession showed no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. No significant trend was noted, and the occurrence rate is still within the anticipated range, no further containment action or nc is required at this time. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. According to intern documentation, it states to pre-twist wires of the cabling assembly in the counterclockwise direction of threading. Wires will be easier to guide through the cavity if tape has been placed on the end. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a functional evaluation, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to product mishandling after the unit was released. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.